Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a rapid exchange biliary system was selected for use in an endoscopic retrograde cholangiopancreatography procedure in the common bile duct of a male pt. During preparation while unpacking, it was noted when the device was opened that the guide catheter was broken at the hub and it therefore could not be used. The procedure was completed using another rapid exchange biliary stent system. The procedure was completed using another rapid stent system. The procedure was successfully completed with no reported pt complications. The pt was reported to be in stable condition after the procedure.